Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 33mm epic plus was selected for implantation. During the procedure, while suturing the device into place, it was noted that the stent post had a deformation. The device was removed from patient anatomy and replaced with another 33mm epic plus, which was successfully implanted. The patient was reported to be in stable condition.

Event description:
It was reported that on 07 february 2023, a 33mm epic plus was selected for implantation. During the procedure, while suturing the device into place, it was noted that the stent post had a deformation. The device was removed from patient anatomy and replaced with another 33mm epic plus, which was successfully implanted. The patient was reported to be in stable condition and discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of stent post being deformed was reported. The valve was returned to abbott and investigation found no anomalies with the stent post and the cusps. The sewing cuff had fabric protruding from the cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.